Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2014 during a review of programming history, it was observed that a system diagnostic test occurred on (B)(6) 2008 which resulted in a setting change. The settings were not corrected that visit.